Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which part of the device broke during the procedure, the suture or the needle? Please clarify. Was the broken needle piece retained in patient? If yes, how was it retrieved? How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. A manufacturing record evaluation was performed for the finished device pd2629, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke in half into the patient's incision. Procedure was prolonged for x-ray. Found the needle and removed it with no patient outcomes. Grabbed another suture to close patient. There were no adverse patient consequences reported. Additional information was requested.